Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. No data logs. Placement signal issue: the cause of the placement signal issue is not determined due to lack of product and data logs available. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a drift of the placement signal. The signal did not correlate to the arterial line. The sensor was manually recalibrated. No patient harm was reported.

Manufacturer narrative:
Additional information was provided therefore d6b was updated.